Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one ultra 2 meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate (cca) documentation. The patient does not recall when the alleged inaccuracy began. At an unspecified date/time, the patient obtained blood glucose readings of ¿150, 60 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 20%. The patient also mentioned, at an unspecified date/time, that she obtained blood glucose readings of ¿70, 369, 75 mg/dl¿, performed within an unspecified time of each other. The patient manages her diabetes with insulin (unknown type; self-adjuster) and stated she had more food/drink in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient claimed, immediately after the alleged issue occurred, she developed symptoms of ¿shortness of breath, blurred vision, sweatiness, and shaky¿. The patient denied receiving any medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.